Event description:
Differential diagnosis post surgery includes product risk for aseptic meningitis or fungal infection, surgery risk for aseptic meningitis. Postoperative aseptic meningitis with positive biomarker (fungitel) suspicious for fungal infection lab tests - csf wbc, protein, glucose; fungitel csf assay suspect product - duragen plus 3x3- dp1033- lot num: 7485391, expiration date: 12/31/27. Brain surgery.